Event description:
It was reported that during a lobectomy procedure, the distal part of the staple line had malformed staples, which caused an air leak. The procedure was completed by hand-suturing. There was no patient consequence.